Event description:
It was reported that the pulse genrator exhibited auto mode switch episodes due to over sensing in the atrium. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.